Event description:
A malfunction alarm, specifically malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, which successfully resolved the issue. The customer continued using the pump and was advised to report back if the malfunction recurred, an instruction the customer understood and acknowledged.